Manufacturer narrative:
A4 patient weight added to the report. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received stated that the patient underwent surgical intervention on (B)(6) 2021 wherein the paddle lead was repositioned. During the surgery, it was discovered that the lead had migrated without pulling out. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
Date of event: date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
It was reported that the patient's lead may have pulled out. Diagnosticcs revealed no impedance issues, but the patient did not have stimulation therapy. In turn, surgical intervention may take place at a later date to address the issue.